Event description:
Caller reports, softclix plus lancet will not retract. Caller unsure if lancet is protruding before or after firing. No adverse event reported. Requested return of suspect device and replacement was sent to customer.